Event description:
It was reported that during a pulmonary vein isolation to treat atrial fibrillation a farawave nav was selected for use. The case initially progressed as expected. The transseptal puncture was performed safely, and the farawave nav catheter was advanced into the left atrium for ablation. Ten applications were delivered in the left superior pulmonary vein without any complications. Upon moving to the left inferior pulmonary vein, the first basket application immediately resulted in ventricular fibrillation. The patient was defibrillated once and returned to normal sinus rhythm. A second basket application was attempted, and the patient again went into ventricular fibrillation, this time requiring two shocks to restore sinus rhythm. Therefore, the procedure was cancelled. It is unknown if the patient was hospitalized. The patient is expected to fully recover. The catheter is expected to be return for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.